Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly; however the insulin pump had moisture on the keypad traces. No button error alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.

Event description:
The customer reported via telephone call that the insulin pump had intermittent button response from the keypad. The blood glucose reading was 209 mg/dl and no serious injury or hospitalization was reported. The customer did not recall any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.